Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was reported the patient was not hospitalized for the event. Four days prior to receipt of this report the patient had outpatient hernia repair. It was unknown if the event of hernia was diagnosed prior to the patient beginning pd therapy. The hernia did not worsen with pd therapy. At the time of this report the patient was recovering from the hernia event. On an unknown date pd therapy was temporarily discontinued due to the hernia repair. Four days after receipt of this report low volume pd therapy was resumed. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation codes were provided. The device was not returned for evaluation; however, the serial number of the device was identified. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.